Event description:
Customer reported that the nurse call jack is loose and does not secure the cable when it is inserted. There was no patient contact reported.

Manufacturer narrative:
Results (other): evaluation of the returned product revealed the nurse call cable did not fit securely into the receptacle. Therefore if the cable is wiggled while connected to the alarm the light at the nurse call text fixture turned off intermittently. There was no visible damage to the receptacle. The customer returned batteries are low in voltage, when used the low battery indicator sounded as it should. The instructions for use has a warning statement: always check to ensure staff can hear alarm at the furthest possible distance before leaving patient unattended. When connecting the alarm to the nurse call system, check that the nurse call cable is securely connected to the alarm and the nurse call panel. Always test alarm and nurse call function if nurse call cable is plugged into the alarm and wall jack. Activate the alarm (remove pressure from sensor, unfasten chair belt sensor, or activate pir sensor) and make sure the nurse call light for the proper bed and room activate in the appropriate nurse's station location. Remove the cable from the wall jack and make sure the visual or audible alert at the nurse's station immediately activates. (B)(4).